Manufacturer narrative:
(B)(4). Visual inspection revealed the area between rv shock coil and helix housing was cracked and abraded. The lead tip has most likely been implanted in a sharp bend, in time with the movement in the heart the silicone tubing has broken. (B)(4).

Event description:
It was reported that loss of sensing and pacing was noted. The lead was explanted and replaced. The patient's condition is fine after the event.